Event description:
The graft placement was going very smoothly until the contralateral operator had difficulty getting the contra wire to track further in the contra limb. Once resistance was met (somewhat expected due to a small cia and tortuosity), the physician tried using a 10x4 balloon over the contra wire to provide support in tracking the contra wire. The contra limb was pushed into the aneurysm sac. During the attempt to exchange the contra wire for a better wire using an 8 french guide, access with the contra wire was lost and the limb was pushed even further in the aneurysm sac. Several attempts were made to re-wire the contra limb to retrieve the limb back down into the left cia but to no avail. After 1.5 hrs of manipulation, the surgeon decided to open the pt.